Event description:
Discordant, falsely low calcium results were obtained on four patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were rerun on the same instrument the following day and resulted higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) and the tsc specialist offered to have a service engineer sent to the customer site. The customer declined service and stated that a siemens customer service engineer had replaced the sample probe and cleaned the drain while onsite the previous day. The customer obtained the expected results when the samples were repeated on the same instrument and did not believe there was an instrument issue. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.